Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after total hip replacement was performed on an unknown date, the patient experienced 3 dislocations due to activities not approved post thr. The surgeon does not consider that the implants have failed. This adverse event was treated with a revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 1020279-2022-01946. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.